Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Date of event: unknown as information was not provided. If implanted: unknown, the only information provided was the lens was implanted in 2011. If explanted: not applicable as the iol remains implanted in the patient's eye. It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient's eye therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) and prolapsed. A vitrectomy performed and the exact same lens was re-implanted in the eye; afterwards, the lens decentered. Patient reported his vision is poor, currently 20/400. No further information is available.